Event description:
It was reported that pt was admitted due to dizzy spells. During device interrogation a rise in threshold was observed. Sensing was seen to be intermittent. The physician noticed that the battery status was low and decided to replace the battery. Also, the physician planned to replace the lead during battery change out.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.